Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the patients implantable cardioverter defibrillator was found in backup vvi mode. The patient was experiencing discomfort and vibrations in chest from device. The device was restored successfully. The patient condition was stable after restore and will continue with regular follow-up.